Event description:
Have all fitting instructions on same side of paper. This purchase was a 2-pack. The first protector I used separated after awhile, and my teeth bit through thin remained. I am now trying the second one. Too soon to know for sure how it will go, but molar edges (lateral) are bunched up. Would like to try product again.

Manufacturer narrative:
This complaint has not been confirmed. Device not returned to MFR, and no lot number info was given so an eval cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.